Event description:
It was reported that during a da vinci-assisted living donor kidney reimplantation surgical procedure, the tip of the prograsp forceps instrument was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer confirmed that the instrument was inspected prior to use and there was no damage or abnormality in the instrument. Grasping was being performed when the device broke. The surgeon believed the instrument breaking could be related to the lifetime of the instrument. The instrument had been used 9 times before the issue occurred. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure before the instrument broke. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument had been removed before the breakage and the wrist was straightened prior to removal. Upon final removal of the instrument, the surgical staff did feel a small amount of resistance upon removal of the instrument through the cannula. The surgical staff noticed no damage to the cannula or other damage to the instrument after the event occurred.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the main tube broken. The technician opened the broken distal end of the main tube and found a piece missing measuring approximately 0.160¿ x 0.303¿ that was not returned with the instrument. Additional observations not related to the customer reported complaint: the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.102¿ - 0.257¿ in length and were not aligned with the tube axis. The instrument was also found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. The complaint regarding a broken tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. An image review was conducted by a failure analysis engineer (fae) noting the instrument looked like the main tube was broken and the proximal clevis was dislodged from its normal position on the main tube. It did not appear to be any dislodged/loose/missing pins or any fragments. Root cause of the failure mode could not be confirmed without the returned device.